Event description:
It was reported that prior to docking for a da vinci assisted surgical procedure, the patient experienced a burn around the camera port site. The nurse called a technical support engineer (tse) to report that the surgeon was using a camera in an xi cannula and a third-party nonmetal cannula when the burn occurred. The tse informed the nurse that capacitive coupling may have been the cause of the burn. Information regarding what task was being performed when the event occurred, if any medical interventions were performed, how the issue was resolved, or the patient's status are all unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. System/instrument log reviews could not be performed due to insufficient information provided. .